Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 vdc. No data was provided for evaluation for serial number 8hfatw. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes ¿ additional.